Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture was noted when it comes to this device, the patient was pacemaker dependent and experienced dizziness while cycling. The patient was seen and stress testing was administered which showed the same symptoms as previously noted by the patient, and this was exactly where the loss of capture beat happened. There was no reported asystole for greater than 2 seconds. The device was reprogrammed and this resolved the issue. There was also an inquiry regarding premature atrial contractions as well as a loss of atrioventricular synchrony during the recovery after the stress test was administered. Boston scientific technical services (ts) discussed the premature atrial contraction classifications for this deice. The device and lead remain implanted. No adverse patient effects were reported.